Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 5 of 6. It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml gave 6 false negative patient samples. The following information was provided by the initial reporter: the customer reported 6 false negative results when using the mgit tube lot: 2321502, item: 245122. During visual inspection of the tubes at the end of the 42 days protocol, they observed aggregates. When they performed a ziehl-neelsen staining, the samples were afb positive. They read the tubes using a fluorescent lamp with the proper wave length. They use this lamp to read their mgit tubes which are incubated at 30degc. They noticed that these 6 false negative tubes did not emit fluorescence like normal positive samples.

Event description:
Report 5 of 6 it was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml gave 6 false negative patient samples. The following information was provided by the initial reporter: the customer reported 6 false negative results when using the mgit tube lot 2321502, item 245122. During visual inspection of the tubes at the end of the 42 days protocol, they observed aggregates. When they performed a ziehl-neelsen staining, the samples were afb positive. They read the tubes using a fluorescent lamp with the proper wave length. They use this lamp to read their mgit tubes which are incubated at 30degc. They noticed that these 6 false negative tubes did not emit fluorescence like normal positive samples.

Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2321502 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torqueing, and autoclaving processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other performance complaints have been taken on this batch. Retention samples from batch 2321502 (100 tubes) were available for inspection. No media defects were observed in 100/100 retention samples. Retentions were performance tested for growth and antibiotic susceptibility. All performance testing was satisfactory per procedures and in accordance with the certificate of analysis. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed. No complaint trends for this defect has been identified for this product ;no actions are indicated at this time. Bd will continue to trend complaints for performance issues.